Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that jailing occurred. In (B)(6) 2017, the subject presented with stable angina (ccs classification: 4) was referred for elective cardiac catheterization. Target lesion #1 was located in the second obtuse marginal branch (om2) with 99% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.25x 24 mm study stent. Following post dilatation, residual stenosis was 0%. Following stent implantation in the proximal om2, jailing of the distal left circumflex artery with 95%-99% stenosis was noted and treated with balloon angioplasty. The subject was discharged on aspirin and clopidogrel.